Event description:
This is an equipment failure. A phlebotomist was using a 23 gauge push button butterfly from becton dickinson. She finished drawing the patient's blood and pushed the button to retract the butterfly from the patient's vein but the needle did not retract all the way. It seemed like the needle got stuck and when she removed it from the patient's arm it was partially exposed.